Event description:
It was reported to boston scientific corp in late 2008, that an endostat ii loaner was used during a polypectomy procedure performed a week earlier. According to the complainant, the pt underwent removal of two polyps the same day. The pt returned to the emergency room the next day, complaining of pain and fever. The physician reviewed the cat scan results and indicated that the burn to remove one of the polyps may have been too deep. The biomed evaluated the unit and no problems were noted. Attempts to obtain additional details regarding pt outcome and pt condition have been unsuccessful. Should additional details become available, a supplement will be sent at that time.

Manufacturer narrative:
Although the complainant has indicated that the suspect device is being returned for eval, it has not been returned. The device eval has not been performed; the cause of the reported malfunction is undetermined.